Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09075. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2010. It has been reported the pt is without stimulation. The pt reported he feels an acute pain in his neck area when he attempts to increase the amplitude. The pt also reported about three weeks ago he was hit upside the head with a baseball bat. The pt is closely working with his physician to determine the next course of action. A surgical intervention is pending.